Event description:
It was reported that the patient presented in hospital for a pulse generator change out procedure. The patient experienced bradycardia and the ventricular lead exhibited loss of capture. A fluoroscopy revealed insulation damage. The patient was pacemaker dependent; the physician decided to cap and replace the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.